Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the device did not cut. Were any staples deployed on this firing? Yes. If staples were deployed on this firing was the staple line complete? Yes. It was reported that the device was then reloaded and got stuck and did not work. Did the device start to staple and cut but could not be completed? No. The device didn¿t start, it stuck. Did the device lockout and no staples deployed or cut line started? Yes it is the analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The manual override door was noted to be in its intended position; and the override lever was down. However the bailout mechanism had been previously used which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a thoracoscopy and lobectomy procedure, the device did not cut the tissue. It was loaded another reload got stuck and did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.